Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that they lowered amplitude to 4 because they were getting zapped when the band music was playing at their church. Patient wanted to increase it back up but it did not seem to be doing anything. Troubleshooting was unable to be performed as patient did not ask for troubleshooting assistance and just wanted to know if the zapping is expected. Reviewed it is not known or expected for music to cause the device to zap patient's however patient's may experiencing overstimulation if amplitude is turned up too high or in certain bodily positions. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.